Event description:
The catheter tip became detached and remained in the pt. The event occurred during extraction of material from an artery of the distal leg. The vessel was described as highly calcified with soft clot. It was further reported that the catheter tip was successfully retrieved using a second catheter. No pt complications were reported as a result of this event.